Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No frozen screen or button error alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked insulin pump belt clip slot.

Event description:
It was reported that the insulin pump had a button error. The blood glucose reading is 197 mg/dl. Customer went swimming and stored the insulin pump in the shade in a bag. Customer's insulin pump froze and would not allow button presses; this is the second occurrence. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.